Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with a tritanium acetabular cup in his left hip on (B)(6) 2016 and began experiencing pain and discomfort in his hip. It is further alleged that the patient was revised on (B)(6) 2018 and during the revision surgery the acetabular cup was removed "with very little difficulty". The revising surgeon further noted that there was "no obvious bony ingrowth on the back of the acetabular shell".